Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) had an erratic display. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).